Manufacturer narrative:
The device was received for evaluation. During evaluation, the device falsely alarmed downstream occlusion. The cause was identified to be the force sensor calibration out of specification. The downstream tubing guide and force sensor require replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, a false downstream occlusion alarm occurred. No additional information is available.